Manufacturer narrative:
Date of event: unknown, not provided, best estimate is between 12/26/2018 and 1/23/2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that a zxr00, +21.0 diopter intraocular lens (iol) was explanted in the right eye (od) of a patient due to wrong lens power. It was reported that the patient is doing fine and no secondary procedure was needed. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/30/2019. Device returned to manufacturer: yes. Device evaluation: the returned sample was received at the manufacturing site for evaluation. A visual inspection with the unaided eye shows the lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The complaint event could not be verified. Manufacturing record review: the manufacturing process record was evaluated and there were no non conformances with respect to the manufacturing process. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search in the complaints history revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.